Event description:
It was reported that there was an issue with product nt411r - cup insertion instr.w/thread m8x1 cvd. According to the complaint description, the connection part of the cup impactor fractured intraoperatively. The fragment could not be located on an x-ray image results. However, there was a possibility that a piece remained in situ. No adverse consequences for the patient were reported. According to manufacturer's reporting evaluation in accordance with 21 cfr part 803, section 803.3, this event is considered reportable for the following reason - adverse event (not later than 30 days). The assessment for the reportability of this adverse event was based on the patient harm, additional medical intervention. Additional information was not provided. The adverse event is filed under aesculap ag reference no.(B)(4).

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Manufacturer narrative:
Additional information: d4 - lot number. D9 - product receipt. H3 - yes, evaluation. H4 - manufacture date. H6 - codes updated. Investigation results: the compained medical device was made available for investigation; however, it was received without the broken off pin. The investigation revealed that the bolt or pin of the cup inserter, which secures the cardan joint in position was broken. The fracture shows no material deviations like blowholes or other foreign material inclusions. The device quality and manufacturing history records have been checked for the available lot number and were found to be according to the manufacturer's specifications, valid at the time of production. Review of the complaint history revealed that no similar complaints have been filed against the affected batch number. Conclusion/preventive measures: as the medical device was returned without the broken-off pin, the reported damage could not be fully assessed. Based on the current information, a clear root cause conclusion cannot be drawn. There is no indication for a design-, manufacturing- and/or material-related failure. Based upon investigation results, a CAPA is not required. Final comments: according to manufacturer's reporting evaluation in accordance with 21 cfr part 803, section 803.3, this event is considered reportable for the following reason - adverse event (not later than 30 days). The assessment for the reportability of this adverse event was based on the patient harm, additional medical intervention.